Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the keypad cover is intact and all keypad buttons respond normally. The keypad cover was removed and no contamination was found under contacts. The display is dim/fading/reddish. The battery compartment is cracked below finger pad and on the threads above the finger pad. The cartridge and battery caps were not returned with product, a test battery cap was used to verify steps. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.